Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed the pump was manually powered off and then on again following a cs 078 and 064 alarm. There were also ¿pump not primed¿ errors. The returned battery cap attached to the pump and did not tighten securely and continued to spin due to the battery compartment being cracked. Unrelated the original complaint, there was corrosion on the motor flex connector. The original complaint of the ¿no power¿ was unable to be duplicated. There was no damage observed to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and that the pump lost power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.